Event description:
The customer reported, the system continued to fluoroscopy following release of the foot pedal. No reports of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The table generator interface printer circuit board was replaced. And, the voltage was adjusted on the power supply. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.